Event description:
The pt was revised for a broken hylamer liner. The original implant was too vertical as the pt was so obese, sufficient abduction wasn't possible during the original implant in 1996. The locking ring and femoral head were also revised in 1999. The pt is 66 years of age; 4'10" tall; weighing 210 lbs. The surgeon commented that the pt's weight causes her to walk very laterally.